Event description:
Pt was complaining of a clicking sound/feeling hear the implant location (l5/s1). An x-ray was taken to confirm that the rod had slipped out from the small straight connector. Revision surgery was performed in 2004 to remove the pedicle screw at s1 and the small straight connector. The rep. Stated that the fusion was successfully, but that the remaining construct was not removed from the pt to aid in further fusion, since it was only approximately six months after the original operation. Original surgery date was in 2004, and consisted of 3 bak/l cages, 8 polyaxial pedicle screws, 8 small straight connectors, 8 locking nuts, 1 fixed transverse connector. Screw ad connector were not returned, rep. Stated that the hospital has the screw, connector and x-rays. As of august 2004 there has been no report of pt discomfort/pain/problem following the revision surgery.